Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the trigger was pressed, clip positioned at tip, very lose and clip fell off without pressing or deploying the handle. Retried and checked multiple times and clip kept falling out with subsequent reloads.

Event description:
It was reported that the trigger was pressed, clip positioned at tip, very lose and clip fell off without pressing or deploying the handle. Retried and checked multiple times and clip kept falling out with subsequent reloads.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73g1800264 was manufactured on 07/09/2018 a total of 288 pieces. Lot was released on 07/13/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a bent rotation tab. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly. It was observed that the feeder was to the side of the clip. Another attempt was made with the same result. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips became out of position. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip fell out prior to deployment" was confirmed based upon the sample received. One device was returned with a bent rotation tab. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.